Event description:
It was later reported the device was removed.

Event description:
It was reported that the device battery voltage is declining prematurely. Patient will be monitored closely. The device remains in use and it will be replaced when indicated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis discovered a high current drain condition due to current leakage in a ceramic capacitor. Performance data collected from the device were also analyzed. Analysis of the device memory indicated the low battery voltage alert for recommended replacement time occurred on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
(B)(4).